Manufacturer narrative:
Occupation ni equals lay user / patient. The customer's meter and one returned test strip were provided for investigation where they were tested using retention strips as well as retention controls. Testing results (qc range = 2.6 - 4.0 inr): returned test strip, qc 1: 3.1 inr, retention test strips, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a high inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 11:52 the meter result was 7.8 inr. At 1 pm the laboratory result was 5.8 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer was sick a few days prior to receiving the meter result of 7.8 inr and did not have an appetite due to vomiting. The customer's meter and test strip were requested for return.